Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, during a transurethral lithotomy (tul), the stone was broken up by a laser. Prior to use, an ncircle tipless stone extractor was inspected to ensure there was no damage to the device. The device was able to remove stones from the renal pelvis twice. On the third attempt to remove stones, a basket wire broke. The wire did not separate from the device. The laser was not being used while the basket was being used. The patient¿s anatomy did not keep the basket from opening or closing. Another same device was used to complete the procedure. There were no adverse effects to the patient. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One ncircle tipless stone extractor was returned in open packaging. The handle actuates basket formation. One wire of the basket formation has pulled free from cannula, the wire is attached to rest of the device. No other damage was noted. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record, complaint history and quality control documents indicated that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed the product labeling. The product IFU provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for this complaint cannot be established. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul). The stone was broken up by a laser. Prior to use, an ncircle tipless stone extractor was inspected to ensure there was no damage to the device. The device was able to remove stones from the renal pelvis twice. On the third attempt to remove stones, a basket wire broke. The wire did not separate from the device. The laser was not being used while the basket was being used. The patient¿s anatomy did not keep the basket from opening or closing. Another same device was used to complete the procedure. There were no adverse effects to the patient.